Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl), for three (3) patients on their dxc 600 clinical chemistry analyzer. The customer repeated the sample on another analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer stated cl and na results were 10 points lower from the original results.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer, and identified the failure mode as a leaking ratio pump. The fse replaced the ratio pump to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).